Event description:
It was reported that this event involved a patient in cardiogenic shock. The iab was inserted via a graft in their left axillary artery. After some time, the pump registered gas leak alarms and blood was seen entering the helium tubing. The iab was removed and replaced. There were no reported complication.